Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information: h6: medical device problem code h6: the reported device was received for evaluation. The complaint unit part number - 28168 and (B)(6) was returned for evaluation. A visual inspection was performed and found that the aesthetics are good, no damage. A functional evaluation was performed on the complaint unit. It was switching on and showing f4 hardware failure error on the screen. The device was tested with known good main board and worked properly. Hence it was confirm that main board was faulty. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, the quantum 2 controller had a wand connect error. The procedure was successfully completed using a back-up device; a delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).